Manufacturer narrative:
Continuation of d10: product ID tm90p01, serial# (B)(6), product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90p01, serial/lot #: (B)(6), ubd: 16-mar-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and bupivacaine via an implanted pump. The indication for pump use was spinal pain. The patient reported that they went to charge their handset last night, but when they tried to charge the communicator, they couldn't get the charging cord to fit into the communicator charging port. Per the patient, they tried two other charging cords, but neither would fit. The patient stated that they ¿didn't feel good, and thought it was just me,¿ so they tried to charge the communicator again this morning, but neither cord would fit into the port. Per the patient, it was the same cord they had used to charge their communicator, and it had always fit well until last night and they were unsure why it no longer fit. The patient stated that after requesting a bolus this morning, they saw a message that said to charge the communicator, so they turned it off but were worried they may not get their other bolus later today due to the communicator dying. The patient was wondering if their hcp (healthcare provider) or a company representative would have a spare communicator to borrow. The agent redirected the patient to their hcp and a replacement communicator was requested from the repair department because the communicator charging port was damaged. No patient injury reported.